Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. The pacemaker was unable to be interrogated with a programmer using radio frequency (rf) telemetry, and inductive telemetry was slow. There were no patient consequences and the patient would continue to be monitored.